Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6) and is spontaneous report by a nurse from (B)(6) of peritonitis coincident with dianeal pd4 ambuflex (dianeal pd4 solution sys ii with (B)(4) and (B)(4)) and dianeal freeline solo pd4 (B)(4) and dianeal freeline solo pd4 (B)(4) therapies. On an unknown date, the patient began treatment with dianeal pd4 ambuflex, 6000ml (frequency unknown), dianeal freeline solo pd4 (B)(4), 2500ml (frequency unknown) and dianeal freeline solo pd4 (B)(4), 2500ml (frequency unknown), intraperitoneally (ip), for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis and was hospitalized the same day. It was unknown whether laboratory testing was performed or remedial treatment was rendered. The outcome of the peritonitis was unknown. Action taken with pd therapies was unknown. The nurse did not provide an assessment of causality for the event of peritonitis, and declined to provide further information.